Manufacturer narrative:
A field service engineer (fse) inspected the instrument and found an old no foam leak spill and cleaned the spill. Per fse, no active leak was found.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated there was a leak in the hydro area on unicel dxc 800 pro synchron clinical systems. No injury was reported in connection with this event.